Event description:
It was reported by the pt that post a percutaneous coronary intervention (pci) procedure, they experienced left side discomfort. The pt had a liberte stent implanted and five weeks later, a non-bsc stent was also implanted. Three days later, the pt was washing her hair and experienced some "discomfort" in her left arm on the left side. She described "the discomfort as a dull ache not a sharp pain". She applied a heating pad to the area and the event resolved. Add'l info received from the physician states that the 90% stenosed target lesion was located in the right coronary artery (rca). A 4.5x16mm liberte stent was deployed at 12atms/30 seconds. Femoral artery angiography showed the vessel to be patent. The pt was seen by the physician 2 days after her left side discomfort. During the appointment, the pt complained of dizziness and shortness of breath, so the physician made changes to her medications. Also, the pt had a "border line EKG" and will be brought back in a month for add'l testing. No add'l pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.